Manufacturer narrative:
Date received by manufacturer: 06sep2019. Date of report: 12sep2019. The part was received for failure investigation. The reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. The manufacturer¿s international service technician confirmed the reported issue. The technician replaced the defective central processing unit. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned for failure investigation.

Event description:
The customer reported error backup alarm failed error code. The device was not in use at the time of the reported event; therefore, there was no patient involvement.